Manufacturer narrative:
The tech found the pedal assembly was loose allowing the assembly to come out of torque. The tech reconnected the pedal into the tube and tightened to repair the bed.

Event description:
Info received indicates the brake will not hold.